Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a diagnostic laparoscopy, total abdominal hysterectomy on (B)(6) 2010, and a morcellex was utilized to treat menorrhagia, uterine fibroids, and pelvic pain. It was reported the pathology for (B)(6) 2010, revealed smooth muscle tumor of uncertain malignant potential. On (B)(6) 2010, the patient underwent a chest x-ray, which revealed bilateral pulmonary nodes suspicious for pulmonary metastatic disease and a gluteal lesion. On (B)(6) 2010, the patient underwent a needle biopsy, which revealed smooth muscle neoplasm of right gluteal lesion. On (B)(6) 2010, the patient underwent a diagnostic laparoscopy and bilateral salpingo-oophorectomy for metastatic low-grade lms. It was reported on (B)(6) 2012, gyn oncology considered that the patient had metastatic lms rather than stump regardless of pathology. On (B)(6) 2014, the patient underwent treatment with taxotere, gemzar and avastin following initial cancer diagnoses; since that time no evidence of any metastatic disease. On (B)(6) 2014, the patient underwent a procedure which revealed the patient's scans to be clean. No additional information was provided.